Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Please verify if the connection was loose between the adapter and reservoir, or the drain and the adapter? The exit port plug was loose. Was another reservoir used to correct the situation? No further information is available. What is the lot number? No further information is available/then provided ju0287. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and reservoir was used. The exit port plug was loose. So, negative pressure could not be applied properly. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: d9, h4, h6 component code: g07002 reported condition not confirmed. H3 evaluation: product sample received. Machine welding around the ports was inspected and it was found in good condition. It was reviewed if there was melting on the exit port that could affect its diameter but exit port and entrance port were in good condition. Port trim according to fmea. The failure mode . Exit tube was verified on sample received, tube was compared with other samples and had the correct length, in addition during manufacturing process tube is cut using a fixed fixture to provide the appropriate dimension. The exit port of sample provided for evaluation was also visually verified, it could be observed the cut of the tube was even (straight) and the plug fit correctly into the tube. Therefore, is considered these machine factors do not contribute to the reported complaint defect. Material. Exit port plug - tube used in the exit port side, part number used in the lots of the reported complaint were reviewed and no issue were recorded, all characteristics evaluated pass the acceptance criteria. Therefore, is considered this material factor does not contribute to the reported complaint defect. Man in accordance to instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed, and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.